Event description:
Post-distraction phase CT imaging 3 months after implant identified distractor footplate had become separated from distractor body. Device was explanted from consolidated site a month later without incident.

Manufacturer narrative:
Lots identified. 25008579. 25008580.